Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, when the doctor was about to perform the first firing, firing could not be performed. The procedure was completed with another device. There was no patient injury.